Manufacturer narrative:
Device unique identifier (UDI) #(B)(4). Approximate age of device ¿ 2 years and 2 months.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. Log file revealed a pump stoppage event that occurred on (B)(6) 2017, due to a high current event. Reportedly, the patient showed no signs of thrombus and was asymptomatic. The patient was to be monitored. On (B)(6) 2017, the patient presented to the clinic after a low speed advisory alarm was produced by the system controller when connected to the power module. The patient had remained asymptomatic, with no dizziness or lightheadedness. Upon system controller history interrogation, several events of low speed and pump off were observed. The patient reportedly did not remember hearing any other alarms other than the low speed advisory during the night on (B)(6) 2017. The previous lab tests on (B)(6) 2017 had showed no evidence of hemolysis or pump thrombosis. Log file analysis completed by the manufacturer¿s technical services representative confirmed the pump stoppage events. The data in the log file revealed that the pump speed returned to its normal operation after the pump stops. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. It was reported that there were no alarms after the replacement. It was reported that the patient was stable, and utilizing a grounded power module patient cable, and had been discharged home. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. Approximately 17 inches of the external portion/distal end of the driveline was returned for evaluation. Examination and electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. Breakdown of the metal shielding was identified at approximately 2.5 inches from the metal connector, and a breach in the insulation of the yellow wire was identified at this location. The damage appeared to be consistent with fatigue damage due to repetitive flexing of the driveline in this area. As a result of the damage to the insulation, the underlying yellow wire conductor was exposed. The reported red heart alarms would have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by the power module. Review of the submitted system controller log files confirmed the reported red heart alarm conditions (low speed operation and pump stoppage events). A review of the device history records of the pump revealed the devices met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.